Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level at lunch time was 160 mg/dl and when at home it was 543 mg/dl, corrected and checked again blood glucose was 550 mg/dl then received a no delivery alert and continued to rise until dinner bolus current blood glucose was 181 mg/dl, 130 mg/dl. The customer was assisted with troubleshooting for high blood glucose. Customer states they were treating with the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test.